Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was attempted to be implanted but not used. Troubleshooting found that there was oversensing on the right ventricular (rv) channel when the rv lead was connected to the device. The device was removed from implant and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.